Event description:
It was reported that during the procedure, the 2.5 x 15 mm xience v otw stent system was unable to advance to the target lesion in the moderately calcified distal left anterior descending artery. The device was removed from the patient anatomy and a new 2.5 x 38 mm xience was advanced and the stent deployed to complete the stenting procedure. There was no adverse patient effect and no clinically significant delay. Return device analysis noted that the balloon of the returned otw xience v 2.5 x 15 mm stent system was returned tightly folded and a 300 cm abbott guide wire was returned frozen in the guide wire lumen. The stent implant was not returned. Additional information received indicates that the stent did not dislodge during the procedure. There was no reported resistance between the stent system and the guide wire. Cath lab staff state that the stent possibly occurred during packaging for return to abbott vascular.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Returned device analysis noted a tear (leak) in the outermember. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.